Manufacturer narrative:
Follow-up #1 date of submission 09/27/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the black box data showed multiple reboots. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture was observed behind the display. The pump powered on normally with the returned battery cap. The complaint of no power was not duplicated during testing. The pump was unable to be tested for 24 hours due to an unresponsive keypad. The pump¿s display showed multiple colored lines and there was no vibration at power up. The pump failed a leak test due to a crack in the pump casing. The pump cover was opened and moisture was found on the printed circuit board, keypad flex, display flex, and vibration motor.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump had lost power. Reportedly, there was evidence of moisture in the battery compartment. There was reportedly no damage to the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.